Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump did no alarm the user when the reservoir was empty. The customer realized their reservoir was empty when they felt their blood glucose levels go low. The patient's blood glucose level was 77 mg/dl at the time of the call. The customer stated that they will call back to troubleshoot the issue. The customer did not return the product back for analysis.